Manufacturer narrative:
Concomitant medical products: product ID neu_interstim_ins, product type: implantable neurostimulator. Product ID neu_unknown_prog, product type: programmer, physician. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the second device was implanted 2 weeks prior to (B)(6) 2015, but it "didn't work." The device had been removed and the third device was successfully implanted. See related manufacture report #3007566237-2015-02337 device information, symptoms, and troubleshooting remain unknown. Follow-up is being conducted to obtain additional information.